Event description:
It was reported that ongoing occlusion alarms occurred. There was no adverse impact to customer¿s blood glucose level. To resolve the issue the customer changed the cartridge or changed all supplies, however, occlusions continued. Reportedly, the customer reverted to an alternate method of insulin therapy.